Manufacturer narrative:
The end user reported that he fell when the weld of the frame separated. He suffered a pilon fracture of his right tib/fib requiring surgical intervention. The end user reported that he had been using this device since 2008. However, the reported lot number does not reflect this. He stated that from the very beginning, when weight was placed on the handles of the device, both rear wheels would tilt inward. Despite this, he continued to use it. It is not known if ongoing maintenance had been performed on the device. The sample was not returned for eval. Photos taken by the end user were sent to us. There is no identifying MFR label or lot number depicted in any of the photos. The device appears to be extremely worn. Heavy scratches were seen over the entire frame indicating the device was exposed to external impacts. It is not known if these impacts compromised the integrity of the device before this incident. We have not confirmed this was a medline device nor have we determined a root cause for the reported incident. However, in an abundance of caution and due to the reported injury, this medwatch is being filed.

Event description:
End user reported that frame came apart and he fell.